Event description:
The customer reported no delivery alarms from the insulin pump. The customer was not able to troubleshoot as the issue occurred a few weeks before the phone call with the helpline. The customer stated the blood glucose value was probably in the 300s mg/dl. At the time of the events. The customer was advised to monitor the issue and to call the helpline back if the issue recurred. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.